Event description:
It was reported that the endoscope was noted to have a broken lens prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the endoscope was exposed to a temperature greater than 82°c/179.6°f as shown by internal temperature indicator, resulting in damaged hermetic seals, fluid invasion and subsequent damage to complete optical system. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.